Manufacturer narrative:
Concomitant medical products: rvdr01 ipg; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic), noise, high threshold, and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.